Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis, manifested by stomach ache and cloudy effluent. The cause of peritonitis was break in aseptic technique. The care giver (cg) tried to bypass a low drain volume alarm and disconnected the hp, placed the patient line in a jug of water and then reconnected the hp so they could complete therapy. The hp was hospitalized for 4 days during which they were treated with zinafec and tomycin ip. The hp has been switched to manual supplies and has continued therapy.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.